Manufacturer narrative:
No unexpected motor error alarm was noted. The insulin pump passed the displacement test, rewind, and basic occlusion test. The motor was tested outside of the device and passed. The insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube, cracked battery tube threads, a missing end cap sticker and a missing address and serial number label.

Event description:
It was reported that the customer had a motor error alarm during rewind of the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised to change complete set. The customer was advised that we will sent replacement for insulin pump. The customer was asked to verbally and in written form to return broken insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.